Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tissue pad in the grasping section was worn away, and part of the tissue pad was peeled away, additional findings were as follows: the grasping section jaw had coating scratched; h-electrode had burnt mark, coating peeled off, coating scratched, and contact mark; and the probe tip was burn and had peek coating peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue or the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s teflon pad was damaged and unusable at the second activation on cirrhotic liver parenchyma. The event occurred during a therapeutic laparoscopic videolaposcopic liver resection procedure. There was an estimated delay of no more than thirty minutes, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.